Event description:
Dental implant failed.

Manufacturer narrative:
The investigative worksheet stated that two 15mml 3.75mmd implants were placed in the #21 and #28 areas and a 13mml 3.25mmd implant was placed in the #24 area of the mandible on 6/3/96. The implants failed to osseointegrate and were removed on 7/31/9. The periapical radiographs dated 7/29/96 showed the two 15mml 3.75mmd implants in the #21 and #28 areas and a 13mml 3.25mmd implant in the #24 area of the mandible. After studying the x-rays and reviewing report, co finds no apparent factors that would have prevented these dental implnats from osseointegrating. External and systemic causes leading to implant failure are reported in the dental literature, but they go beyond the foucs of this investigation.